Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead broke during removal, just the electrodes were left after the patient tried digging down into the sacrum to retrieve the fragmented lead. It was noted the issue was resolved at the time of the report.